Event description:
A nurse reported the system shut down on its own after the initial incision had been made. The facility was unable to reboot the system. Following a 4 hour delay, an alternative system was brought in from another location and the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and found intermittent power loss. The company rep replaced the power cord cable assembly. The system was then tested and met product specs. The cable assembly will be returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).